Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was not replicated or confirmed. The device was put through extensive testing which included bench handling and performing multiple 30 j self-tests without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed occurrences of "select 30 joules for test" messages, indicating that the multifunction cable was shorted, but 30 j was not selected. These were all followed by multiple shock button presses. By design, the device will not discharge under this condition. The log shows that the device discharged with one shock burton press when the proper criteria was met. This claim has been closed as device used incorrectly. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.